Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent dexcom g7 connectivity issues with the ilet beginning the prior evening, after a recent sensor replacement, and was advised to restart the ilet and reenter the g7 sensor code, with instruction to monitor and replace the sensor if issues persisted. Symptoms included no reported adverse clinical effects. Outcomes included no impact to clinical status, no hospitalization, and continued therapy after troubleshooting and education. Investigation included user interview and device use troubleshooting focused on data transmission between the cgm and ilet. Investigation of this case revealed a suspected intermittent communication issue between the cgm transmitter and the ilet controller, with no evidence of ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or cgm-related signal loss rather than an ilet device failure.